Event description:
It was reported that the patient was receiving inadequate coverage from their scs c2 lead. Surgical intervention was undertaken on (B)(6) 2023 wherein the patient's c2 lead was explanted, replaced, and therapy was restored.

Manufacturer narrative:
A patient experienced ineffective therapy was reported to abbott. As a result, the lead was explanted and replaced. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.